Event description:
It was reported the pt's scs lead was explanted and replaced due the pt experiencing unwanted stimulation in addition to invalid impedance values. The issues resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.